Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The device was received fully deployed. During initial inspection, the soft cannula was observed to be damaged. The download data showed that an 0x33 alarm was generated during the run, indicating that the pod alarmed out while waiting for input from the pdm. No timeouts, or drive stalls were observed in the download data. The device was reset and connected to a pdm. The rerun showed no regenerated alarm, timeouts or drive stalls. During inspection of the fluid path, fluid was seen exiting a tear in the exposed portion of the soft cannula instead of the distal tip of the cannula. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.